Manufacturer narrative:
Analysis of the subject returned device confirmed the reported issue. The device is not able to connect to the network, and messages "technical problem" and "no network" are displayed. The most probable hypothesis is that a component failure or a poor network coverage caused the reported event at the moment when the event occured. No cause for the reported event could be clearly established. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, there is no connexion. The messages "technical problem" then "no network" are displayed. Rebooting the device or repositioning the sim card did not resolve the issue.